Event description:
Allegedly removal due to patella subluxation.

Manufacturer narrative:
Investigation is not completed. Additional info has been requested from the surgeon and the user facility. Event device code is addressed in the package insert. Trends will be evaluated. This report will be amended when the investigation is completed. This is the same event as 1043534-2007-00022, 00023, 00024.